Event description:
Boston scientific received information that this alzheimer patient has exhibited syncopal episodes. The device is storing these as sudden brady response (sbr) episodes at nominal settings. Boston scientific technical services (ts) was consulted and suggested decreasing the detect time, and number of beats, and increasing the therapy offset rate. It is unclear at this time if the syncope is device related. The health care professional (hcp) changed some programming in an effort to alleviate the syncope. At this time, the patient suffers dementia, so answers are unclear. If any new information becomes available, this report will be updated. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.